Event description:
The customer reported ongoing issues with the male luer on the maxguard extension set. The extension set is disconnecting from the IV catheter during a power injection, resulting in a leak and the need to replace the IV set up. The customer also reported they have used the maxguard extension set and the same IV catheter (jelco) for over 1 year without issues, until the past month. No pt harm was reported and no specific pt event/date was provided.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2012. (B)(4). It was reported that the sets were discarded. Unable to determine root cause of the customer's reported disconnection.